Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was very hot and the patient was worried it might cause a fire. The patient was advised to unplug the remote monitor and verified if it was plugged directly into the wall or a power strip. Troubleshooting exhausted. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24952b, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no complaint failure was found; found error code 5704 in the failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was returned and replaced.